Event description:
The hospital staff attempted to administer external pacing to a pt diagnosed as bradycardic. The device allegedly failed to deliver pacing current. A backup external pacemaker was made immediately available and used. There were no adverse effects to the pt reported as a result of the alleged malfunction.